Event description:
It was reported to nuvectra that during implant of the permanent leads, the first lead separated while being removed from the patient's epidural space to be repositioned. The second lead was re-positioned without issue. The remaining portion of the lead was left in the patient and the patient is doing well.